Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the leads were replaced. It was noted that two new leads were implanted and attached to the existing battery. It was also noted that the manufacturer representative saw the patient on 2014 (B)(6) for post-op reprogramming. However, the manufacturer representative was not sure the outcome of the reprogramming. It was noted that the implantable neurostimulator (ins) programmed normally.

Event description:
Additional information received reported that the revision was ¿booked¿ for (B)(6).

Event description:
It was reported that there was a lead/extension issue and this was described as lead migration. Symptoms or complications associated with the event included less than 50% therapy relief at the location described as ¿pain area.¿ it was noted that action was planned but not yet taken. It was noted that a revision as not scheduled and they were waiting on insurance approval. The issue was not resolved. The cause of issue was determined to be lead migration. Diagnostics or troubleshooting included x-rays. The product status of both leads was implanted and remains in service. It was noted that the event occurred during device follow-up. The patient¿s status at the time of this report was alive with no injury. It was later reported that as of (B)(6) 2014 they were still waiting for authorization from the insurance. It was noted that a date was not scheduled. It was noted that the x-ray showed lead migration. It was later reported that as of (B)(6) 2014 they were still waiting for insurance authorization. There was no date as of (B)(6) 2014. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received 2014 (B)(6) reported that there would be a revision the next day on 2014 (B)(6).

Event description:
Additional information received 2014-06-23 reported that the patient was receiving effective therapy on the right hand side. The doctor wanted the manufacturer representative to try and reprogram in a month once the leads "settle in more."